Event description:
It was reported by the customer that while PICC nurse was removing catheter, the catheter breaks free and gets absorbed into the right upper basilic vein. 11.5cm of catheter recovered. Manual pressure and later clear dressing applied to PICC insertion site, no bleeding. On-call radiologist gets notified and defers case to vascular md, cxr is recommended. Dr. To take patient to surgery. PICC line tip broke off forearm - right. Treatment was provided. Taken to surgery to remove retained catheter tip (B)(6) 2023 sj PICC line was powerpicc solo.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.